Event description:
The plaintiff's atty alleged that the decedent experienced ventricular fibrillation and cardiac arrest on or about (B)(6) 2009 and subsequently expired on (B)(6) 2009 after use of the product.

Manufacturer narrative:
This is one event (death) of two events for the same pt involving two separate products.